Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a threshold suspend. The blood glucose reading was 130 mg/dl. The alarm was explained to the customer. No further information was provided.